Event description:
Pulling sheath back through a graft in the groin. The rb band came off the sheath and remained in the patient outside of the vessel. Attempted to remove with kelly clamps, but was unsuccessful.